Event description:
During tlif surgery, the tip of mantis rod inserter fractured thus it could not hold the rod. The procedure was managed using another rod holder that was in the same instrument kit. There was no adverse outcome to the pt due to the event. The product in question is available for evaluation. The surgeon requested to investigate the cause of the tip fracture and also requested a detailed instruction for use specific for this instrument if available, besides the general instruction for use.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.